Event description:
It was reported that during a shoulder arthroscopy, when introducing the arthropierce clamp through the patient's musculation/tendon, the doctor went to open the clamp to catch the wire, noticed that it did not have the top tip that closes the clamp, it broke inside the patient. After finding it through scopia, it was found that it was not inside the patient and it was expulsed with the pressure of the serum. The procedure was successfully completed using the same device. There was no surgical delay and no further complications or harm to patient were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the top jaw is broken and missing from the device. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include application of unintended inappropriate or excessive force to the device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.